Manufacturer narrative:
Results: the psr3d was damaged on the proximal end of the stent portion. The psr3d was unable to be advanced through a demonstration 3maxc. Conclusions: evaluation of the returned psr3d revealed damage on the proximal end of the stent portion of the device. If the psr3d is forcefully advanced against resistance, the stent portion of the device may become damaged. During the functional test, the returned device was able to advance through the length of a demonstration 3maxc. However, additional resistance was experienced when advancing the device through the last 15 cm of the demonstration 3max. The damage on the returned psr3d likely contributed to the resistance experienced during functional testing. The root cause of the resistance experienced in the procedure could not be determined. Penumbra system 3d revascularization devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01913.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3d revascularization device (psr3d). During the procedure, the psr3d was unable to advance through a penumbra system 3max reperfusion catheter (3maxc) after a couple of turns past the skull base. It was noted that the pushability in the psr3d was compromised; therefore, the psr3d and the 3maxc were removed and the procedure was completed using additional devices. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This report is associated with MFR report number: 3005168196-2018-01913.